Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a gynecologoical procedure on (B)(6) 2009 and coloplast trans-obturator tape and coloplast novasilk polypropylene mesh were implanted, but not marked on complaint. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/17/2013. Correction: the manufacturing site has been updated.

Manufacturer narrative:
It was reported that following insertion the patient experienced uti, atrophic vaginitis and urinary frequency. It was reported that patient concurrently underwent paravaginal repair with graft and posterior repair with graft.